Event description:
The fe reported that the sys locked up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib (generator interface board) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.